Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received a bad battery alarm, battery out limit alarm and failed battery test alarm. Customer's blood glucose was 168 mg/dl. After battery change. Customer would call back when in receipt of new battery to test insulin pump.